Event description:
It was reported that the navigation ring was not working. Not in use, no patient or user harm reported. The customer stated that they were advised by progressive, that unit would be addressed, and they never showed to perform the work as promised. An action assignment was created. Further information is pending.

Manufacturer narrative:
It could not be confirmed if the faulty part was replaced. Multiple good faith efforts (gfe) were performed to gather further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.